Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply plug on the system hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system failed to properly save patient image data. No patient or user injury was reported.